Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with revisar "revise"; this condition had the potential to interrupt delivery. It is unknown when this event occurred. It is unknown if there was a patient involved, or any reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The customer's reported condition of a flo-gard infusion pump with revisar "revise" was not confirmed or reproduced during evaluation. During investigation, it was determined that the pump head door was broken. Therefore, the as determined problem will be captured as door. The cause of the reported condition was determined to be cracked/broken door. The pump head door was replaced to fix the reported condition. Should additional information be received, a follow-up medwatch will be submitted.